Event description:
Account states the drain was used in a patient in the o.r. A few days later, when a nurse on the surgical ward attempted to remove it, the drain broke off just above the junction of the tubing and the actual drain. This incident resulted in the patient having to go back to the o.r. To have the drain removed.